Event description:
The download of a (B)(6) male pt was reviewed by zoll lifecor customer support and revealed that the pt is getting excessive battery charger faults. The pt ended use before support issued him a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. The cause of the defect was mismatched cells on battery (B)(4). Upon further eval, one of the battery tri cells was found to be dead. The root cause of the mismatched cells cannot be positively identified. No adverse event resulted from the defective battery pack. The pt ended use before he received a replacement battery pack.